Event description:
The user facility reported that during an unspecified procedure, the users experienced loss of image. There was no further info provided.

Manufacturer narrative:
Olympus followed-up with the user facility via telephone and in writing to obtain add'l info, but with no result. The device referenced in this report was returned to olympus for eval. The eval confirmed the user's report of a complete loss of image. The outer tube of the device was found bent and there were dents and scratches noted on the objective window. The fibers and the video connector of the device were damaged. The device also failed the transmission test due to the damages found on the device. The cause of the user's experience was determined to be due to physical damage. This report is being submitted as a medical device in an abundance of caution.